Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) functional testing as monitored volumes failed performance specifications.

Manufacturer narrative:
(B)(4). The device was returned for evaluation in the product analysis laboratory. External and internal visual inspection was performed per product specifications, noting no abnormalities. Additionally, electrical safety analyzer testing and temperature verification testing was performed with the device passing both tests. The device failed accuracy testing. The assignable cause for the return instrument test/evaluation (rite) function test failure was determined to be deteriorated piston foam. This part was scrapped. Should additional relevant information become available, a supplemental report will be submitted.